Event description:
Patient presented to physician with continued infection. Surgeon removed the inspire system on (B)(6) 2021 to resolve the infection.

Event description:
Patient presented to physician with fever and signs of infection in the ipg pocket. Patient was admitted to the emergency room and IV antibiotics were administered. Patient was diagnosed with hematoma attributed to anterior jugular vein bleed which was presumed to have caused the infection (mrsa). Following the ER visit, the physician drained the hematoma and prescribed antibiotics (bactrim).